Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419378 lead, implanted (B)(6) 2007. (B)(4).

Event description:
It was reported that a telemetry strip from the patient's implantable cardioverter defibrillator (ICD)&#1224;owed four missed right ventricular (rv) beats. Troubleshooting was performed and suggestions provided with regard to possible reasons for the occurrence one of which was oversensing. Three days subsequent, the ICD was explanted and replaced as it was nearing elective replacement indicator (eri) and was associated with an rv lead update. In addition within the procedure notes, reference was made to capping the rv lead of another manufacturer due to a potential malfunction. The notes also referenced oversensing and noise with the rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.